Manufacturer narrative:
On an unknown date, the patient experienced cloudy fluid and vomiting (manifestations of peritonitis). On the same day as the event onset, the patient was hospitalized for vomiting. On an unknown date, the patient was diagnosed with peritonitis. On an unknown date, the patient started treatment with an unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Thirty one days after the event onset, dianeal and extraneal therapies were discontinued. Thirty six days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis was not reported. The patient was admitted to the hospital for the peritonitis. Thirty six days later, the patient was discharged. At the time of this report, the patient was out of the hospital and it was reported that the patient ¿was to go off of pd therapy¿ (date unspecified and no further detail was provided). No additional information is available.